Event description:
Tube appeared very worn and affected by yeast infection. Tube was being removed by rn when it snapped, leaving a 2 cm of tube in the stomach. Physician was notified and instructed rn to leave tubing to pass naturally. New tube was inserted, feeds commenced with no problems.